Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01, expiration date: 28-jul-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 02-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg) , bad thresholds were noted and the device came off the septum during the pulling test. During the retrieval of the device there was a loud click, the grey button for deflecting the delivery system was no longer functioning. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.